Event description:
This report is for 2 unknown plates.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information: available information in the complaint file indicates that the device in question was returned to synthes; however, the MDR reportability status at the time of the device return was not-reportable. No evaluation of the product was required for MDR non-reportable complaints per the complaint investigation procedure at the time of the product receipt and complaint investigation. This file was reviewed under protocol 2013-3000 for MDR remediation and the MDR reportability decision was revised to MDR reportable. The product is no longer available for analysis initial report indicated product was not returned. Placeholder.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
Hospital called consultant and reported: patient status post previous sternotomy presented to operating room with non-union and infection. Poor tissue quality was noted and patient was implanted with three synthes sternal locking plates and twenty seven screws. On (B)(6) 2011. Five days post operatively patient was returned to operating room due to bleeding issues with hardware, removed on (B)(6) 2011. Synthes construct was noted as intact and surgeon noted he did not believe the bleeding is attributable to synthes product, nothing was wrong with the hardware. This is 1 of 3 reports for this event, complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.